Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel disfunction. It was reported that they got the ins implanted yesterday and didn't feel like the therapy worked at all last night because they wouldn't pee and were up all night with pain from the surgery. Patient said they weren't sure how much ivs they were given or not and they don't know if that made a difference. Patient was trying to connect to their implant with their external equipment and the equipment was just saying searching for communicator. The patient was redirected to their healthcare provider to further address the issue.